Event description:
Related manufacturer reference number: 2017865-2019-09963. Related manufacturer reference number: 2017865-2019-09967. It was reported that the right ventricular leads and the atrial lead exhibited low lead impedance. It was also noted that the leads exhibited insulation anomalies. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found multiple external abrasions noted at 41.2 cm to 42.0 cm and 44.0 cm to 46.3 cm from the connector pin breaching the outer insulation exposing the outer coil conductor caused by friction to another device or feature of the heart. The cause of the reported events was isolated to external abrasions of the outer insulation exposing the outer coil conductor.